Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device will not turn on or function, the device/power supply or cord is hot to touch, headaches, and not getting enough oxygen. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, a dark grey unknown contaminant on the air inlet, top enclosure, iso port, rear panel, bottom enclosure, and sd card flip door. A keratin-like substance was observed on the blower box. Evidence of liquid ingress was observed on the blower and blower box. A dust-like contamination was observed on the bottom enclosure. Was observed. A potential rust/corrosion was observed on the bottom enclosure. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged headache, dizziness, breathing issue. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.